Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump wasn't working properly. The device had alarmed button error. The customer's blood glucose was 412 mg/dl, treated with a manual injection. Customer stated the alarm occurred after she had inserted a new battery. Troubleshooting was performed. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The insulin pump was received with cracked display window, cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker and missing address/serial number label.